Manufacturer narrative:
Unknown taper. Device labeling addresses the reported event of "leak(s)" as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "port tubing fracture. The access port was changed due to leaking of the tubing system at connection level". The port was removed and replaced.

Manufacturer narrative:
Taper ii. Supplement #1 - medwatch sent to FDA on 02/27/2017. Additional information: report date, model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed and determined the taper type to be taper ii. Yellow discoloration was noted on the port tubing and port base. Small portion of the taper near the port base was noted to be torn. It appeared that a portion of the taper was missing. Scratches were noted on the port base, near the port holes. An opening was noted on the tubing. Needle marks were noted on the port septum. A port leak test was performed, and leakage was noted on the port tubing. A fill inspection test was performed and blockage was noted in the port septum as fluid was unable to be injected through the port septum. Under microscopic analysis, a smooth edged opening was noted on the port tubing where the device was noted to be leaking. The port tubing junction was noted to be separated from the port base, with material noted to be missing.